Manufacturer narrative:
The investigation is ongoing at this time. A final report will be filed upon completion.

Event description:
Patient in the EU had a impella 5.0 pump stop. Pump unable to restart. Pump successfully exchanged for a new one. Patient survived. No new mechanical cardiovascular support devices used.

Manufacturer narrative:
The cause of the pump stop was ingested biomaterial. Product did not fail to meet specification.